Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious event of epidermolysis were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factors include injection technique or past silicone treatment. The case meet the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a 63-year-old patient of an unknown gender. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with silicone implant. On an unknown date, the patient received treatment with restylane to unknown location (unknown amount, lot number, injection technique and needle type). After the restylane treatment, the patient had experienced vascular obstruction (vascular occlusion) in the chin area. The physician mentioned that the patient had an obstructed vessel in the facial and lower labial artery territory, when detected the physician immediately injected hyaluronidase [hyaluronidase]. The patient was given adequate doses of hyaluronidase 450 iu/hour until flow was restored. The physician also reported that it was not possible to identify via ultrasound, the hyaluronidase administered because the patient previously had silicone implant in the area and the image was typical of snowstorm and kite. On (B)(6) 2022, the patient had developed mild epidermolysis (epidermolysis) at labial area. The patient underwent an ultrasound which showed good flow of the labial artery. The health of the skin was preserved with hyperbaric chamber and an unspecified epithelializing cream treatment. On (B)(6) 2022, the patient presented with improved skin appearance and had almost complete recovery. Outcome at the time of the report: vascular obstruction was recovering/resolving. Epidermolysis was recovering/resolving.